Event description:
A physician reported that during surgery at the time of opening to implant in the patients eye, the lens got stuck at the tip of the device and the haptic was detached from the optic getting stuck in the device. Additional information has been requested and received stated that device did enter the primary incision, but the iol was never inside the eye. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Two photos were available in the file: photo one showed the carton on a work station. The edge of carton with the product information was displayed prominently. The device was placed on top of the carton exterior. The plunger is in the foreground of the picture. The device is lengthwise with the carton. A small white (possibly medical sponge) was seen in the background beside the device. The yellow lens model appears to be on top of the white material. Photo two showed a close up of the device (posterior surface up) on the carton. There appears to be viscoelastic inside the device. The plunger was retracted to the nozzle entry area. A broken haptic was observed in the device near the fill line. The distal haptic tip was oriented toward the nozzle tip of the device. He remainder of the lens was outside the device, placed on what appears to be a white medical sponge. Broken haptic damage was observed. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The used device with a broken haptic was returned loose inside an opened carton along with a white medical sponge that contained the remainder of the lens taped to the surface. The plunger lock and lens stop were removed from the device. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to the nozzle entry area. A broken haptic was observed in the device between the fill line and the nozzle tip. This haptic was broken in the haptic/optic junction. The distal haptic tip was oriented toward the end of the nozzle tip. The remainder of the lens was returned taped to a small white medical sponge. Viscoelastic was observed on the lens. The optic was broken into two portions. The area of the broken haptic was observed. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Photos were products that matched the condition of the returned product. A qualified viscoelastic was indicated. The root cause for the complaint of ¿lens got stuck at the tip of the device¿ could not be determined. A broken haptic was observed inside the device. The broken haptic was in front of the plunger with the distal portion oriented toward the nozzle tip. The plunger was retracted. The plunger position in relation to the broken haptic during advancement cannot be determined. The haptic position may indicate the plunger was not fully advanced. If the plunger is not fully advanced the trailing haptic may not release properly from the device. A qualified viscoelastic was indicated. Broken haptics may occur: if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If the device is overfilled with ovd as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).